Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. A conclusive cause for the reported patient effect of pain and the relationship to the device, if any, cannot be determined. There was no leak noted to the balloon during preparation or during the first inflation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily calcified anatomy resulting in the reported balloon rupture during the second inflation. The reported patient effect of pain is listed in the percutaneous transluminal angioplasty (pta) catheter, armada 35 / armada 35 ll, global, instruction for use as a known patient effect. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion the atrioventricular fistula. A 5x40mm sized armada 35 balloon dilatation catheter (bdc) was prepared and advanced to the lesion with no noted issues; however, during the second inflation, the balloon was noted to rupture at 10atms. The bdc was replaced with a non-abbott device and the procedure was continued. The patient was noted to experience pain due to the rupture. There were no clinically significant delay reported. No additional information was provided.